Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, left ventricular lead dislodgement was observed. The lead was capped and replaced on (B)(6) 2019.

Event description:
New information received notes that the patient was stable after the procedure.